Event description:
A malfunction code labeled as malf 12 was reported, but no notable events occurred before the malfunction. There was no report of the customer's blood glucose level exceeding 500 mg/dl. The technical support team provided information on resetting the pump, and after the assistance, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any malfunction codes returned.